Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change-out for normal eri, the lead was difficult to remove from the device header. The patient was fine throughout the procedure.

Manufacturer narrative:
The reported field event of difficulty removing the lead from the header was not verified in the laboratory. The device was tested on the bench and test leads were inserted and removed easily from the header. The lead bores were verified to meet specification using pin gauges. A loose set screw was returned with the device. Foreign material found in the loose set screw hex cavity prevented full insertion of the screwdriver. The cause of the reported difficulty removing the lead could not be determined.